Event description:
It was reported that the patient experienced a shocking or jolting sensation when passing through a security gate at the court house. The device was on at the time, but the patient stated that the shocking sensation occurs even when the device is turned off. It was reported that the patient experienced a power on reset (por) after passing through the security gate. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).